Manufacturer narrative:
The reporter provided two (2) test strips for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. The customer stated a possible diagnosis of lupus antiphospholipid antibody (apa) syndrome. Product labeling states "limitations of procedure information for you and your physician - the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek vantus meter with unknown serial number (meter a) and coaguchek vantus meter with serial number (B)(6) (meter b) compared to an unknown laboratory method. Results from meter a: on (B)(6) 2022, the meter result was 3.2 inr. The laboratory result was 2.4 inr. The time interval between the tests is unknown. On (B)(6) 2022, the meter result was 3.9 inr. The laboratory result was 3.0 inr. The time interval between the tests is unknown. Results from meter b: on (B)(6) 2022, the meter result at 7:05 am was 4.2 inr. The laboratory result at 7:05 am was 3.1 inr. On (B)(6) 2022, the meter result at 7:12 am was 5.1 inr. The laboratory result at 7:12 am was 3.4 inr. On (B)(6) 2022, the meter result at 7:54 am was 4.2 inr. The laboratory result at 7:54 am was 3.0 inr. On (B)(6) 2022, the meter result at 7:14 am was 3.7 inr. The laboratory result at 7:14 am was 2.7 inr. On (B)(6) 2022, the meter result at 6:54 am was 4.7 inr. The laboratory result at 6:54 am was 3.2 inr. On (B)(6) 2022, the meter result at 7:05 am was 3.7 inr. The laboratory result at 7:05 am was 2.8 inr. On (B)(6) 2022, the meter result at 7:15 am was 3.6 inr. The laboratory result at 7:15 am was 2.7 inr. On (B)(6) 2022, the meter result at 7:05 am was 4.1 inr. The laboratory result at 7:05 am was 2.9 inr. On (B)(6) 2022, the meter result at 6:59 am was 5.6 inr. The laboratory result at 6:59 am was 3.4 inr. On (B)(6) 2023, the meter result at 7:12 am was 3.9 inr. The laboratory result at 7:12 am was 2.7 inr. On (B)(6) 2023, the meter result at 7:17 am was 3.9 inr. The laboratory result at 7:17 am was 2.9 inr. The patient's therapeutic range is 2.5-3.5 inr.